Event description:
It was reported that the tps micro driver would not turn off during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of running without user activation and running intermittently were not duplicated, but the technician confirmed evidence of widespread non-stryker repair. The most likely cause for the reported failure is the non stryker-authorized repair.

Event description:
It was reported that the tps micro driver would not turn off during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.